Event description:
It was reported that the right atrial (ra) lead dislodged some time after post day check. The ra lead was revised 11 days after implant and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2014; 429688 lead, implanted: (B)(6) 2014. (B)(4).